Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized due to a low blood glucose of 33 mg/dl. The customer's blood glucose reading at the time of the call was 146 mg/dl and the customer had treated with food. The drive support cap appeared normal and recessed. The customer did not know the cause of the low blood glucose. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to call back if the issue persisted. The customer's husband reported that the customer had an appointment with a doctor regarding the low blood glucose.